Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. No specific cgm nor blood glucose reading was reported, and the patient did not remember these, but he stated that he was not informed by the cgm device that the blood glucose reading was low. The patient reported that he did not experience any warning symptoms, and then suddenly loss consciousness. The patient was brought to the hospital with an ambulance and received treatment with fluids (route and type unknown) and was given best rest and rest in general. The patient was discharged 3 days after the event date and upon discharge, the blood glucose level had stabilized. It was reported that the patient had a heart issue, but there is no further information regarding this, but it was stated that this was not related to the hypoglycemic event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.